Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: plasmablade¿ adenoid - aex - spark-clogged - gunking - approximately two to three minutes into the case the tip started gunking and then the device sparked. The same device was used to complete the case. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ adenoid. Product number: ps300-003, lot number: 0212155446 - new design. Expiration date: 03-nov-2019. Quantity returned: 1. Testing performed: device packaging inspection: one returned plasmablade¿ tna device handle with the adenoid tip attachment was received inside a (B)(4) shipper box within two biohazard bags with paper to fill the negative space. There was no original packaging returned, therefore, it is neither possible to confirm the device information against the information listed within (B)(4) nor confirm the device that was sent back as the reported complaint device. There was no paperwork provided. Device visual inspection: the adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact. There is an excessive amount of tissue and coagulum buildup on the electrode wire, with the major melting of the plastic housing, however, the electrode wire remains intact and attached to the plastic housing. All electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable. Acceptable damage: adenoid tip: the wire remains intact. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip. There is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. The wire has minimal support from the housing with excessive wire deformation in the ventral to dorsal direction during application. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. The reference picture of an adenoid tip - new design for comparison. The complaint could not be recreated for the device sparking issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. Functional inspection: the functional inspection portion of this complaint investigation was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0212155446 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the adenoid tip exhibits unacceptable wear as there is > 33 % of the ¿wire square¿ that is exposed and the wire has minimal support from the housing with excessive wire deformation in the ventral to dorsal direction during application, which failed to meet the acceptable damage requirements. This complaint will be tracked and trended within (B)(4). Additionally, it was found that the adenoid tip housing is melted and failed to meet the acceptable damage requirements. Note: the returned adenoid tip is from the new design. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional inspection was not performed; therefore, no test equipment was utilized. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported a spark from the plasmablade device tip. There was no impact to the patient or surgeon. Additionally, during analysis it was found that the adenoid tip housing was melted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.